Event description:
A consumer reports blurry vision at all distances following intraocular lens (iol) implant surgery. She had a laser procedure which helped, but her vision remains blurry. Add'l info has been requested.

Manufacturer narrative:
The prod was not returned for analysis; the device remains implanted. Results from the prod history record review indicated the prod met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 03/04/2008, 03/07/2008 and 03/20/2008 by fax, mail and phone. A completed questionnaire has not been received. This report was mailed to FDA on: 03/26/2008.